Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and suture was used in subcutaneous layer below skin layer. Following the procedure, the patient experienced slight dehiscence of wound, inflammatory response with higher crp reading and suture surfacing through the skin. The swab of wound revealed no microorganisms grew and no surgical site infection (ssi). Additional information has been requested.